Event description:
It was reported that stent damage occurred. During percutaneous coronary intervention (pci) on the right coronary artery (rca), a 16x4.00 omega¿ stent delivery system (sds)was introduced. The sds was unable to cross the lesion and due to the calcification, a strut on the center of the stent was lifted. The physician successfully completed the procedure with a non-bsc device. There were no patient complications and the patient's condition is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).